Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal saphaneous vein graft with one xience v stent. On (B)(6) 2010, the patient died a non-stent related cardiac death related to diffuse coronary artery disease which was not related to the abbott device. Upon autopsy, it was noted that the index stent was patent but had a grade I stent fracture. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Although a conclusive cause for the stent fracture cannot be determined, there does not appear to be any indication of a product quality deficiency. It was reported the xience v was implanted in a saphenous vein graft. It should be noted the xience v instructions for use states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it is unlikely that the use of the xience v in the saphenous vein graft caused or contributed to the reported stent fracture. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.